Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the control section (s-cover) and leakage detected by automatic leakage testing. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a lifted adhesive on the bending section cover of the insertion tube, a failed automated air leak test, the air and water channels had a cloudy appearance, a control body on the side cover that leaked, a worn colored ring on the aspiration housing and air/water housing on the control body, a lifted distal end adhesive, and a worn optical cover glass adhesive and light cover glasses adhesive. Additionally, the following were found to be not to specification: the up angle, down angle, left angle, right angle, water flow, electrical safety test, and water removal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had channels 3, 4, and 5 blocked. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, foreign material and contamination in the air and water channels were found. There were no reports of patient harm. Additional details relating to the event have been requested, but no response has been received at this time. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.